Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Acetabular reamers 44-54 are dull per surgeon.

Manufacturer narrative:
The returned device was shipped to the supplier, (B)(4), for evaluation. The supplier could not confirm the event. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. No further investigation is required.

Event description:
Acetabular reamers 44-54 are dull per surgeon.